Event description:
The customer reported that while running duplicate repeat hcv testing a review of the sample audit trail and plate loadlists indicated an apostrophe in front of every sample ID. Summit sample hander, was in use. No death or serious injury was associated with this event. An ortho field service engineer was dispatched.